Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -8.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer lens due to observation of low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found the haptic torn with foreign material (residue) on lens surface. Corrected data: the reporter indicated that the surgeon implanted a 12.6mm vicmo_12.6 implantable collamer lens (-8.5 diopter) into the patient's right eye (od) on (B)(6) 2017. The lens was explanted due to low vault on (B)(6) 2018. A longer replacement lens was implanted in a later surgery on (B)(6) 2018; problem was resolved. (B)(4).